Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the usb cable was damaged and unable to charge the pump. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged usb cable issue could not be verified.